Event description:
It was reported the patient¿s mother was "worried" because the patient has had issues with their old pump. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: catheter. (B)(4).